Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm, pump error alarm and failed battery test. The customer¿s blood glucose level was unknown. The customer stated that pump rewind was required, due to pump error, delivery stopped. The customer was assisted with troubleshoot for power error and the customer stated they found pump error alarm in alarm history. Customer states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with pump error during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. No pump error noted during testing. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected failed batt test alarms, replace battery now alarms, or power loss alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.